Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a possible pocket infection occurred shortly after the patient received radiation treatment therapy. Additional information was received that the device system was subsequently removed for pocket erosion. The physician requested device analysis for possible circuit damage due to therapeutic radiation near the device. It was reported that there were no known performance issues. No further patient complications have been reported as a result of this event.